Event description:
It was reported that the patient developed an infection at the ipg site. Symptom of redness at the site was noted. It was unknown if the infection was device or procedure related. No device malfunction was suspected. The patient underwent an explant procedure. The explanted ipg and lead was not returned as they were discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event date used was the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18081227.